Event description:
The patient reported an issue with a newly activated pod that did not appear to function as expected. Shortly after activation, the patient's blood glucose (bg) decreased to 2.3 mmol/l (41 mg/dl) per the controller, with no confirmatory finger-prick measurement. The patient attempted to treat the low bg with glucose gel and a glucose tube, but neither intervention was effective. The patient enabled activity mode to verify pod function, but the patient's condition continued to decline. The patient developed severe hypoglycemic symptoms included excessive sweating, inability to speak or function, cyanosis, and seizure activity before losing consciousness. The patient's spouse removed and discarded the pod due to suspected malfunction and contacted emergency medical services. Paramedics administered intravenous (IV) fluids on site, and the patient was transported to the hospital ((B)(6)). The diagnosis was severe hypoglycemia with elevated ketones around 3 (exact values unknown). Treatment included IV therapy and later novo rapid insulin pens, although the patient did not recall all interventions. The patient was discharged after 12 hours on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an issue with a newly activated pod that did not appear to function as expected. Shortly after activation, the patient's blood glucose (bg) decreased to 2.3 mmol/l (41 mg/dl) per the controller, with no confirmatory finger-prick measurement. The patient attempted to treat the low bg with glucose gel and a glucose tube, but neither intervention was effective. The patient enabled activity mode to verify pod function, but the patient's condition continued to decline. The patient developed severe hypoglycemic symptoms included excessive sweating, inability to speak or function, cyanosis, and seizure activity before losing consciousness. The patient's spouse removed and discarded the pod due to suspected malfunction and contacted emergency medical services. Paramedics administered intravenous (IV) fluids on site, and the patient was transported to the hospital (B)(6). The diagnosis was severe hypoglycemia with elevated ketones around 3 (exact values unknown). Treatment included IV therapy and later novo rapid insulin pens, although the patient did not recall all interventions. The patient was discharged after 12 hours on the same day. Dexcom was informed on the communication error found between the pod and sensor on 17 march 2026.

Manufacturer narrative:
Section b5 was updated. The device was returned and investigation was completed. The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an 0x1c safety alarm indicating pump has reached the pump expiration time. The patient history buffer (phb) showed that the pod adapted insulin delivery to received estimated glucose values (egvs). The pod eventually lost connection to the sensor and showed a stretch of invalid egv value of -6 which is an unrecoverable error. Although the pod functioned as intended in delivered insulin as intended using the users set basal rate. The reported event is captured within device risk assessment with appropriate severity.